Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. It was reported that the pump was overheating and turning off. No further information was available. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: a review of the black box indicated an unexpected power interruption on (B)(6) 2016. Visual inspection revealed that the battery cap and battery compartment were undamaged. The battery cap contacts were within required specifications and the battery cap secured properly to the pump. The battery cap was tightened and unscrewed a half turn with no power interruptions occurring. The pump powered on normally and successfully completed rewind, load, and prime steps. The pump was exercised for 24 hours with no power issues occurring. The pump cover was removed and no defects were found to the power circuit. The complaint could not be duplicated on investigation.